Manufacturer narrative:
The lead is not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. It was reported that at a follow up visit the rv lead impedance and thresholds were significantly increased. Previous follow ups were always normal and stable. The lead was capped. No adverse patient side effects were reported. Should additional information be received this file will be updated.